Manufacturer narrative:
Concomitant medical product(s): product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 630mcg/day via an implantable pump. The indication for use was intractable spasticity. The patient¿s medical history included cerebral palsy. On (B)(6) 2018 it was reported that the patient experienced increase in spasticity. The healthcare provider took an x-ray and confirmed that the catheter had fallen out of the back. The actions/interventions taken to resolve the issue was the old catheter was completely explanted and replaced with a new catheter. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.